Event description:
A report was received that a patient was having pain at the pocket site, tunneling track and ribs. The patient was also feeling a warm burning sensation around the ipg site. The physician suspected that the patient had an allergic reaction to the titanium. The patient was explanted of the devices.

Manufacturer narrative:
The explanted leads were not returned to bsn because they were kept by the medical facility.